Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4), d4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.